Manufacturer narrative:
Concomitant medical products: model: ddbb1d1, ICD; implanted: (B)(6) 2016. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient reported experiencing syncope while wearing a patch recorder. Two episodes of inhibition of pacing and asystole that corresponded with the patient's symptoms were discovered. The right ventricular (rv) lead exhibited a history of high thresholds, along with t-wave oversensing (twos) post pace, and loss of capture. Reprogramming was completed and the lead was eventually capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.